Event description:
It was reported that a complete se peripheral stent was implanted in a patient 6 months post expiration. It was reported that the patient was fine after the procedure and was placed on anti-biotics. No patient injury, reaction or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded. No results available since no evaluation was performed - device not returned for evaluation. Failure to follow instructions (ubd was not verified before the device was used). Evaluation conclusion: failure to follow instructions (ubd was not verified before the device was used). No device failure. (B)(4).